Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was to be escalated to an impella 5.5 device for mechanical circulatory support. During implant, the surgeon did a standard cutdown to the left axillary artery and attached a 10 mm vaskutek graft. The surgeon obtained left ventricle access and attempted to place the impella 5.5 over the impella 0.018 wire. The patient noted to have significant aortic arch calcification on transesophageal echocardiogram, but did not have prior CT imaging. The surgeon was unable to advance the 5.5 pump past the left subclavian into the aorta. The surgeon attempted to use an 0.035 stiff amplatz as a buddy wire, but was unable to advance the wire past the impella. The surgeon removed the 5.5 pump. He exchanged the impella 0.018 wire for a platinum plus 0.018 and attempted to place the 5.5 again. The surgeon was again unable to pass the 5.5 from the left subclavian to the aorta. The surgeon then elected to remove the 5.5 and place an impella cp through the left axillary graft which was successful. There was no patient harm.

Manufacturer narrative:
B1: added adverse event b5: added clinical review h1: corrected to serious injury.

Event description:
An impella 5.5 device was inserted surgically into the left axillary/subclavian artery in a 76-year-old male patient presenting in acute decompensated cardiomyopathy, in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The patient had a femoral impella cp placed at an outside hospital (osh). The plan was for the patient to be escalated to an impella 5.5. During the procedure, the physician performed a standard cutdown to the left axillary artery and attached a 10 mm vaskutek graft. Left ventricle (lv) access was obtained and the physician attempted to place the impella 5.5 over the impella 0.018 wire. It was noted that the patient had significant aortic arch calcification on transesophageal echocardiogram (tee), but did not have prior CT imaging. The physician was unable to advance the 5.5 past the left subclavian into the aorta. Attempted to use an 0.035 stiff amplatz as a buddy wire, but was unable to advance the wire past the impella. The impella 5.5 was removed. The impella 0.018 wire was exchanged for a platinum plus 0.018 and attempted to insert the 5.5 again. The physician was unable to pass the 5.5 from the left subclavian to the aorta. A decision was made to remove the 5.5 and place an impella cp through the left axillary graft, which was successful. The impella will be reported due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the delivery issue was determined to be patient condition as the patient had significant aortic arch calcification preventing successful delivery of impella 5.5.